Event description:
The hospital reported there was difficulty removing the scope from two patients on two separate occasions with different doctors. The second patient was administered a muscle relaxant and the scope was removed without complications. There was allegation of harm .

Event description:
The hospital reoprted there was difficulty removing the scope from two patients on two separate occasions with different doctors. The second patient was administerd a muscle relaxant and the scope was removed without complications. There was no allegation of harm.